Event description:
The caller alleged discrepant results when compared with the lab results reported. Also patient did the inratio and lab results after four hours. The caller also alleged discrepant results on repeated test.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test and lab results provided by end-user at time complaint was filed. The ID 1 and 2 are within the confident limit as per internal procedure rev.2. The product will not be investigated at this time. Also patient did his lab test after four hours of inratio test. As per our internal procedure, rev.2 section 8.3 the test has to be performed within three hours. Patient also repeated the test. The acceptance criterion for imprecision is a % cv of 20 or less as per internal procedure rev. 2. For this complaint %cv is 1.23 which is within the acceptance criteria. Product will not be investigated.